Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that a patient's implant cannot pair with his recently received smartview home monitor. Severals attempts were performed during three days. The device has been reset, unplugged and re-plugged. The issue seemed not to be related to a wirex unit. An investigation is required.

Event description:
It was reported that a patient¿s implant cannot pair with his recently received smartview home monitor. Several's attempts were performed during three days. The device has been reset, unplugged and re-plugged. The issue seemed not to be related to a wirex unit. An investigation is required.